Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had an infection and the entire system was explanted. The system had contamination issue with insulation/blood in the lumen and conductor fracture. This lead was explanted. No additional adverse patient effects were reported.